Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did lock in place just a partial broken reservoir tube lip noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called via phone and reported that the plastic ring by the reservoir has fallen off and she is not able to hold the reservoir in place. Customer's blood glucose was 4.8 mmol/l. Insulin pump would need to be replaced and revert to back-up plan per health care professional instructions. Product is returning for analysis.